Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had to have the implantable neurostimulator (ins) revised because when it was initially implanted, the surgeon put it in the lower part of her body, which caused her pain. There were no further complications or anticipations reported with this event.